Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that two proglide devices were successfully pre-placed in a common femoral artery via 6fr sheath using the preclose technique prior to a carotid procedure. Reportedly, after the procedure, the knots were successfully advanced; however, difficulty to achieve full hemostasis occurred. This reportedly lead to hemodynamic conditions [hypotension] causing the patient to "code". The patient was given protamine to reverse the effects of the heparin. The patient could not be revived and expired. Cause of death was reported to be stent thrombosis, no stroke was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of hypotension, hematoma and death are known inherent risks of the procedure are listed in the proglide instructions for use (IFU) potential adverse events section. A conclusive cause for the reported patient effect of cardiac arrest and the relationship to the product, if any, cannot be determined. The cause of death was reported as (carotid) stent thrombosis and not the failure of the perclose proglide, however, abbott vascular product performance senior medical advisor concluded that with the limited information that was reported by the physician and/or facility, it is hard to determine if either one or both of the perclose proglide smc devices were the cause of the uncontrolled hemostasis, if the vessel was damaged during the procedure with the procedure sheath and/or catheters, or if it was a lack of training with the device and/or emergent techniques to gain hemostasis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Mw5097483: at closure of a procedure, one of two perclose sutures snapped resulting in inability to deploy suture to arteriotomy. Pt developed a large hematoma despite manual compression by performing cardiologist and surgical assistants. No additional information was provided.